Event description:
It was reported that the patient's device had impedance readings greater than 4000 ohms on all bipolar pairs on one lead. Pairs 0-3 were all out of range. Pairs 4-7 were within normal limits. The patient had noticed a change to stimulation sometime after (B)(6) 2011. The opposite side lead was working and the patient was receiving stimulation on that side. The patient was informed that a lead revision was likely. No additional information was provided.

Manufacturer narrative:
Concomitant medical products continued: lead model 3887-33 lot j0010331v implanted: (B)(6) 2000 explanted: na. Lead model 3887-33 lot j0010331v implanted: (B)(6) 2000 explanted: na. Extension model 7495-25 serial (B)(4) implanted: (B)(6) 2000 explanted: na. Extension model 7495-25 serial (B)(4) implanted (B)(6) 2000 explanted: na. Programmer model 7435 serial (B)(4).